Manufacturer narrative:
Evaluation results: complaint was confirmed for "invalid impedance." As rec'd, the lead was kinked with all wires broken at approximately 16cm from the stimulation end. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the pt's scs ipg replacement procedure (reference MFR report: 1627487-2013-12361), the scs lead was explanted and replaced due to invalid impedance values. Effective stimulation was achieved post-operative.